Event description:
Clinic notes were received indicating that the vns patient began experiencing an increase in seizures in (B)(6) 2012. On (B)(6) 2012, the patient¿s device was not at end of service and the patient¿s medication wad adjusted for his seizures. On (B)(6) 2014, the physician stated that the patient¿s seizure frequency had been stable since the patient was last seen in (B)(6) 2012. The patient has 3-5 seizures per day which include drop seizures, generalized tonic seizures or tonic-clonic seizures. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient's treating physician was not treating the patient at the time of the increase in seizures and was unable to provide additional relevant information.